Event description:
Per the field clinical specialist (fcs), approximately 1 year and 7 months post implant the patient now presents with possible halt. The patient is being worked up for a valve in valve procedure. Per medical records review, the 30-day post tavr implantation echo indicated there was no thrombus. The patient was admitted to hospital approximately one month post successful implant due to heart failure with preserved ejection fraction (hfpef), during which time they had an epistaxis, and their plavix was stopped. They remain only on daily aspirin (asa). There is no indication in the latest transesophageal echocardiogram (tee) that the patient's tavr valve is malfunctioning, or that the patient has halt. The patient was scheduled for CT chest that was to help diagnosis whether halt was a potential cause of the patient shortness of breath on mild exertion or not. The interpreter of the latest tee thought that the increased gradients may be due to a hyperdynamic left ventricular ejection fraction (lvef). A current CT chest showed possible minimal possible thrombus and halt (hypo-attenuated leaflet thickening of one of the leaflets of the prosthetic valve.

Manufacturer narrative:
Investigation is ongoing. Valve remains implanted.

Event description:
The most current cta of the chest was reviewed, and the patient's cta chest showed that there was minimal possible thrombus and hypoattenuating leaflet thickening of one of the leaflets of the prosthetic valve. The interpreter of the latest tee thought that the increased gradients may be due to a hyperdynamic lvef. However, as the edwards fcs at the site reported that the patient was suspected of having halt and a valve-in-valve procedure was planned.

Manufacturer narrative:
Update to h6; device code, type of investigation, investigation findings, investigation conclusion. The 20mm sapien 3 valve was not returned for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for increased gradients was confirmed based on the medical record; however, the complaint for leaflet thickened/halt was unable to be confirmed due to unavailability of relevant imagery and information. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the reported event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "the most current cta of the chest was reviewed, and the patient's cta chest showed that there was minimal possible thrombus and hypoattenuating leaflet thickening of one of the leaflets of the prosthetic valve. The interpreter of the latest transesophageal echocardiogram (tee) thought that the increased gradients may be due to a hyperdynamic left ventricle ejection fraction (lvef)". Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflets thickening. In addition, noted that patient had hyperlipidemia, which has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. In this case for the reported event of halt, available information suggests that patient factors (thrombosis, hyperlipidemia) may have contributed to the complaint event. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In the instance of a bioprosthetic valve in valve implant, an increased gradient can be a result of intervalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per clinical review notes, "the interpreter of the latest tee thought that the increased gradients may be due to a hyperdynamic lvef". In additional, leaflet thickening could also contribute to the increase gradient. Available information suggests that patient factors (leaflet thickened, hyperdynamic lvef) may have contributed to the complaint event of increased gradients. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.